Event description:
It was reported that the pump touch screen was delayed to responding to touch. Duriung troubleshooting it was discovered that the pump is functioning as inteded. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Reportedly, the customer continued to use the pump for insulin therapy.